Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited a high out of range shock impedance measurement. Technical services (ts) was consulted and discussed stored data as well as the possible impact they may have on therapy delivery. Ts advised a defibrillation threshold (dft) test would provide the more accurate results, with no indication a dft has been performed. This s-ICD remains in service. No adverse patient effects were reported.